Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified superficial femoral artery. During the first inflation, the sterling monorail balloon ruptured at 6 atms. The duration of the inflation is unknown. The device was withdrawn and the procedure was completed with another of the same device. No complications or injuries were reported. Patient status was listed as "good".

Manufacturer narrative:
(B)(6). The device has been disposed and is not expected for return; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).